Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina and positive stress test. During the index procedure, two resolute onyx stents were implanted into the cx., it was reported that plaque shift occurred and one resolute onyx was implanted into the 3rd obtuse marginal to treat the plaque/shift.

Manufacturer narrative:
Additional information: during the procedure placement of the resolute onyx des (3.5 x 8) into mid lcx distal embolization of thrombotic plaque distally into om occurred causing occlusion of om beyond the stent. The patient was treated with stenting and ballooning. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.